Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The tubing was broken at the front left. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states leg in front bent when customer sat on the rollator.